Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 19. On 2023-10-26, the implant was removed upon patient¿s request. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.